Event description:
The customer contacted stryker to report that their device had a broken battery pin. This issue has the potential to either delay, or prevent, defibrillation from being delivered.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue of broken battery pin. After replacing the battery pin, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.